Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported during normothermia therapy that the device was giving a low flow rate 0.6lpm. The patient's temperature was 37.2c, the trend indicator showed 2 arrows pointing up. The target temperature was set to 36.5c and the water temperature was 9.1c. The pads were disconnected and reconnected, but the flow rate dropped to 0.2lpm. The nurse tried connecting the pads to a different valve set on the fluid delivery line, but the flow rate remained low. The device was swapped with a second arcticsun device, but that did not increase the flow. Therefore, the pads were discarded for a second set of pads and therapy resumed on the second arcticsun device and the second set of pads without any further issues.